Manufacturer narrative:
Device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that the 4 -infusion set cannula was bent, within 3 hours or more hours of insertion the infusion set long for 5 hours and the blood glucose level was 400 mg/dl. The site of insertion is upper buttocks. Furthermore, the customer confirmed that he replaced the infusion set and resume insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.